Manufacturer narrative:
Product event summary (B)(4): the full lead was returned to the manufacturer and analyzed and no anomalies were found. The distal end electrode was covered in blood and there was body tissue/fibrotic growth noted. The lead helix fixation was distorted/bent and the lead had apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: performance data collected from the device was received and analyzed. Sensing-sics-since last session - interference/noise: 4279 ventricular-short interval counts (v-sic) occur since the (B)(6) 2013. Alert - lead integrity alert triggered: the lead integrity alert (lia) triggered on (B)(6) 2013 due to meeting the condition of non sustained tachycardia (nst) and v-sic. Sensing - oversensing: there were twelve nst, three ventricular fibrillation (vf) and five lead failure predictor 'lfp' episodes of <(> <<)>220 ms ventricle-ventricle (v-v) cycle are recorded on (B)(6) 2013. (B)(4): d334vrm implantable pacemaker cardio/defib 2013-(B)(6), (B)(4).

Event description:
It was reported that the right ventricular (rv) lead dislodged into the right atrial (ra) resulting in noise causing inappropriate shocks due to atrial fibrillation (af.) It was also reported that the patient was externally defibrillated for one shock which introduced the patient into ventricular fibrillation (vf.) Therefore the device was programmed off and the rv lead and device was later removed. No further patient complications have been reported as a result of this event.